Event description:
Reporter stated the customer experienced hyperglycemia of 26.0-27.0 mmol/l due to inaccurate insulin delivery of the infusion device. She experienced symptoms of fatigue, weakness, and vomiting and was hospitalized for 2 weeks. The type of treatment received was not provided. The alleged product cannot be returned due to legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) law doesn't allow product return.